Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. The pt's mother reported that the pump had recently been worn on roller coaster rides. The pump user guide recommends that the pump be disconnected and not worn on roller coasters. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The pt experienced hypoglycemia. The pt's mother also reported that the pump had recently been worn on roller coaster rides.